Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. Customer was disconnected during prime. Customer stated that he pressed and hold the act button but the insulin pump was stuck in the prime process. Customer stated that the buttons were hard to push and the act button was not responding. Blood glucose value three hours prior was 379 mg/dl and at the time of the call was 294 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip.